Manufacturer narrative:
Final analysis found that the insulation was crushed at 22.3cm to 22.6cm from the connector pin which compressed the outer coils. Electrical tests found an internal short. The damage sustained resulted from clavicular crush. The damage found likely contributed to the reported noise and intermittent capture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited intermittent capture and noise. The noise was able to be reproduced with arm movements. No intervention or patient symptoms were reported.

Event description:
New information indicated that the lead was explanted and replaced on (B)(6) 2015. It was noted that there was damage on the lead near the suture.